Event description:
It was reported that the external pulse generator had a broken atrial connector and that it had no ring, bails, covers and screws sent. The generator was returned for service. The return paperwork indicated that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Atrial connector latch is dented in so cable will not latch. Side bail covers, ring cover, side bails, ring, two case screws, and ring cover screw are missing. Battery release, heart block, lead flex cover, and battery drawer are contaminated. Keyboard is scratched.

Event description:
It was reported that the external pulse generator had a broken atrial connector and that it had no ring, bails, covers and screws sent. The generator was returned for service. The return paperwork indicated that there were no patient complications as a result of this event.